Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was selected for use in a patient. It was reported that when the device was removed from the packaging the delivery system was found broken. No damage to the packaging was observed. The device was not used in the patient.

Manufacturer narrative:
Product analysis results are: the event was confirmed; the screwgear was broken. The root cause of the event could not be conclusively determined during analysis; however, it was most likely due to shipping/handling as the damage seen on the original box corresponded to the break point on the delivery system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.